Event description:
It was reported that the right ventricular lead exhibited noise. The noise was detected as ventricular fibrillation and the patient received inappropriate atp (anti-tachycardia pacing) therapy. One of the episodes showed atp accelerating the rate, resulting in a high voltage shock. The patient was extremely anxious after receiving all the shocks. The lead was capped and replaced on (B)(6) 2017. The patient was feeling well post procedure.

Event description:
New information noted that the patient was admitted to hospital due to multiple defibrillator discharges. Lead fracture noted on right ventricular lead.